Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not implanted successfully due to non-conversion of initial defibrillation threshold (dft) tests. External shocks were required to convert the rhythm. The physician elected to not implant a replacement at this time, but the physician will likely implant a new transvenous system from a different manufacturer in the future. No additional adverse patient effects were reported outside of the implant procedure. This product has been received by boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was not implanted successfully due to non-conversion of initial defibrillation threshold (dft) tests. External shocks were required to convert the rhythm. The physician elected to not implant a replacement at this time, but the physician will likely implant a new transvenous system from a different manufacturer in the future. No additional adverse patient effects were reported outside of the implant procedure. This product has been received by boston scientific for further investigation.